Manufacturer narrative:
The qc was acceptable. The field service representative adjusted the reagent probe, replaced and adjusted the mixer paddle, adjusted the sipper probe, and replaced the pinch tubing valves. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys hcg+ss test system results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was 23 miu/ml. The sample was repeated due to the low initial result. The repeated results were 472 miu/ml and 463 miu/ml. The result of 463 miu/ml was believed to be correct.

Manufacturer narrative:
The reagent lot number is 838105. The expiration date is march 2026. The investigation is ongoing.